Event description:
It was reported that the slide tube support was bent. There was no patient involvement or adverse consequences.

Manufacturer narrative:
Slide tube support. Unit was evaluated by the customer.